Manufacturer narrative:
E1: initial reporter establishment full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rhino-laryngofiberscope had the protective silicone around the tip lens peeled off toward the bending section. The protective silicone at the tip is turning over, exposing the stainless-steel part. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.